Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the handheld camera involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the handheld camera lightguide tip burned through the drape on a patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue was noted at the end of the procedure hence the drape/lightguide was not changed. The issue did not cause any injury/harm to the patient and surgical staff. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A return material authorization (RMA) was not issued for return of the customer reported product. The complaint was not confirmed by failure analysis since the product was not returned. While a definitive root cause cannot be established without the product returned for failure analysis, the probable root cause is attributed to the light source being turned on or left on while the handheld camera was stored in the drape pocket. This issue can be resolved by ensuring the light source is turned off prior to and during storing of the camera after use.

Event description:
Refer to h11 for follow-up information.